Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity and mild calcification. The lesion was pre-dilated with an unspecified balloon. A 2.5x38mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was implanted. The stent system was removed. During angiography check a distal edge dissection was noted. A new xience xpedition stent was used to successfully treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.